Manufacturer narrative:
According to the field, the ICD will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.